Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# (B)(6) implanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 19-feb-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the system was explanted (B)(6) 2021. It was noted the patient was difficult.

Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va27fkv, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare professional (hcp) via a manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was seen in the clinic for soreness at the lead insertion site. Their doctor determined it was a seroma and instructed the patient that it would go away and to put some padding over it if it caused her discomfort. The patient was just implanted (B)(6). They are extremely skinny and work out frequently. They said their workout clothes did rub at that site. The issue was resolved at the time of the report. There were no device issues reported, and no further patient complications reported at this time. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was seen in the clinic again. The patient was continuing to say therapy does not work. They also went to another physician that told them their battery was coming out of the pocket. Upon inspection today the battery was not extruding from the pocket, but the healthcare professional has made the determination to remove the system. They were scheduled for explant on (B)(6) 2021.